Event description:
Provider states the pilot valve was replaced when the concentrator showed 1 red and 2 green, and shut down. The provider also stated the power switch failed to enable alarm horn.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.